Manufacturer narrative:
Update to b4, d4, h g3, g6, h2, h4 and h10 to reflect device information provided.

Manufacturer narrative:
The valve was not returned to edwards for evaluation as it remains implanted in the patient. Device degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, there was no allegation or indication a device malfunction contributed to these adverse events. Based on the limited information provided, the root cause for the valve stenosis five years post valve implant could not be confirmed, but may be related to the patient's co-morbidities not provided and/or pre-existing valvular disease process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required

Event description:
As reported by our affiliates in (B)(6), a viv case was performed with a 26mm sapien 3 valve, in aortic position by transfemoral approach inside of a previously placed 23mm sapien xt valve. The patient had a 23mm sapien xt valve implanted in 2015, with recurrent thrombosis, and the patient was treated with coumadin. At the time of the procedure, the patient did not have thrombosis. Echo indicated that there was structural valve failure with minimal leaflet movement probably due to leaflet thickening. The patient had symptoms of short of breath. The 26mm sapien 3 valve was implanted with good results. The gradient post deployment of the 26mm valve was 4mmhg. As per medical opinion, the root cause of the degeneration was unsure, but undersizing and history of recurrent thrombosis are considered to be most likely the main cause.